Event description:
A home patient's spouse contacted baxter's technical service center and reported the home patient uses the cassette for two days. Baxter's technical service representative instructed the patient to start therapy over with new supplies. There was no report of patient injury or medical intervention per the home patient's spouse.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient's spouse in addition to referring them to their patient at-home guide for further details.